Manufacturer narrative:
Section a4: patient weight was not provided. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported with driveline disconnection for approximately 30 minutes. The log file confirmed a driveline disconnect on (B)(6) 2026 between 18:33:31 and 19:04:22. There were no external power events prior to the driveline disconnect. The no external power events were caused by dual power cable disconnects. All of the low power events were due to normal battery depletion.